Event description:
The device stands since 2000 in the house for testing. The pt was volume controlled rebreathed. After about 5 mins, the staff noticed that the pt was rebreathed with only about 7 ml, the folded bellows hardly moved. A switch over to manual breathing showed no effect, further breathing could not be performed. The emergency switch for the 5 liters was not used.